Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported the doctor contacted the sales rep regarding a revision stating that the pt's knee was unstable and that he saw poly wear. The implant had been in place for 24 years and needed exchange insert. No pt info available. All implants removed.